Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the ratchet handle stuck after surgery. The device was not properly meshing. There was no harm in the event but there was a delay in the event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) two times as documented in the repair reports. The last repair was march 27, 2019 where it was reported that the device was not meshing properly and the roller gear, comb, and roller were replaced. This is a related issue. On may 16, 2019, it was reported that the ratchet handle stuck after surgery. The device was not properly meshing. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Product review of the skin graft mesher on may 21, 2019 revealed that the roller and ratchet gear were damaged. The calibration was within specifications and the device produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 21, 2019 which included replacement of the roller, ratchet gear, and ball dents. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Rga number 300171821 dated 5/16/2019. While the returned product investigation confirmed that the skin graft mesher had a damaged ratchet gear, it cannot be determined from the information provided what actually caused the ratchet gear to become damaged. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The root cause of the reported incomplete mesh cannot be determined with the information because the device was in calibration and produced a passing sample mesh during evaluation. The device was noted to be functioning as intended after the roller, ratchet gear, and ball dents were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.